Event description:
The manufacturer received information alleging a ventilator's display went blank. The device was not in patient use. During the evaluation of the device, the customer's complaint was confirmed. The device was rebooted to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was rebooted to address a ventilator's lcd screen issue. The device's lcd screen was replaced to address the blank screen issue.